Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr ran the 2 thousand hour preventative maintenance procedure and passed. The pneumatic checkout found the mean minimum pressure limit measured out of minimum specification. The pneumatic regulator bulkhead calibrations were performed. Alarm functionality testing performed, driver controller adjustment, performance verification and the patient circuit calibration. The fsr replaced the needle valve and limit knob to correct the mean minimum pressure limit variance, which is believed to be unrelated to the reported event. However, no component is anticipated being returned therefore no further failure investigation will be performed. Having passed all testing and calibrations, the fsr returned the device to the customer working to manufacture specifications.

Event description:
The customer reported that the unit stopped working while the device was on a patient. The patient was removed from the unit and placed on another oscillator. There was no harm done to the patient. The customer reported the incident occurred (B)(6) 2016, however the device was not released by the facility for manufacture evaluation until (B)(6) 2017 so the customer chose not to report the incident until that point.